Event description:
Additional information received reported that the cause of the event was that patient needed a magnetic resonance imaging. The implantable neurostimulator was shifting positions. There were no abnormal impedances. It was confirmed that implantable neurostimulator and lead were explanted. Patient did not require hospitalization due to the event and patient recovered without sequelae.

Event description:
It was reported that the patient's implant was poking out at the pants line, moving around, flipping, and it hurt, as she was very thin. As the patient could not lay on her back or left side, she was forced to lay on the right side, which caused numbness, including in her "butt cheek." It was also reported that the device turns itself off and she was currently not feeling any stimulation. Someone told the patient her device was off; however, the patient did not use her programmer to turn it off, as she doesn't know how to use it or where it is. The patient stated it helped her with incontinence, but for the past two months she has been wearing a diaper because she was wetting the bed. She was not sure when she lost stimulation sensation or when she lost relief. A physician recommended a device revision or a strap to hold the device in place. Additional information received reported the patient had been "pooping" in her pants for approximately 2 months. The patient has had severe back pain for a long time since her implant surgery. She was unable to do her exercises properly because of the sticking out and moving around of the device and was contemplating having the device repositioned or explanted. The patient fell at work and had surgery on her elbow and for carpal tunnel, but that occurred prior to her implant. It was also reported that the patient could not adjust stimulation as the device was powered off. The device was turned on and when increasing stimulation on program 1 from 1.1v the patient felt it in her buttock cheek and then in her left toe. She had another physician reprogram her device but her left toe would twitch, so it was reprogrammed and got better. The patient stated she had an appointment to have the device explanted on (B)(6) 2012, but was undecided if she wanted it repositioned or just explanted altogether. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device was removed. The patient was told that her implantable neurostimulator (ins) was "defective" and she wanted to know what was wrong with it. The patient's stimulation was turning off on her over the previous 4 months. The patient was never able to use the patient programmer (pp) when she was at home to sync up with the ins. The stimulation was in the wrong location. The patient began feeling pain in her left leg (buttock area) and running down her leg. The ins had "moved and flipped around" in the pocket; if the patient laid on her right side, the ins would "tilt" and "poke out on the right side." The patient also bled for two days like a menstrual period following two ins reprogramming sessions. The patient had not had a period for the past 4 years but her physician's had advised that it wasn't because of the ins. The patient also experienced fecal incontinence, beginning 4 months previous. The patient still had incontinence following her ins explant procedure. The patient could not go without a diaper for "fear of pooping herself;" the patient was not able to tell when she had to poop and was "afraid to fart because what may happen." The patient's system stopped working around the time she began wearing diapers again. The patient felt that she was not fully emptying her bladder and wished for a catheter to be implanted. The patient's symptoms were also felt in the perineum in the right buttock area where the ins was located. The patient felt "wires" on her nerve and "heating" where the implant had been located. The patient was told that the placement of the lead was "good" but was placed close to the nerve; during testing, the patient felt stimulation in her toe before feeling it in the vaginal area with every test the manufacturer representative did. The patient's status was reported as "fair." It was noted that the patient had an MRI taken on (B)(6) 2012. The patient requested an x-ray which showed no leads; the patient concluded it was the metal from her pants; once the pants were removed the heat sensation went away. No known accident or incident was related to this event. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID 3889-28, lot# v727847, implanted: (B)(6) 2011, product type: lead; product ID 3037, (B)(4), product type: programmer. (B)(4).